Event description:
After using the device four times pt awoke with left ear totally plugged up, and having severe tinnitus. Pt went to an ent who gave them a hearing test and exam and attributed it to aging.